Manufacturer narrative:
Date of report: 14jun2019. Date rec'd by MFR: 20may2019. Per further information received from the international key market contact, the noise is being produced by the turbine (blower) which is not a reportable event. The reporting decision of this complaint has been updated accordingly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the ventilator was producing a noise. The source of the noise is still unknown. There was no patient or user involvement.